Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for a routine wound check a few weeks after the implant procedure. The patient was noted to have redness around the incision. The patient was started on antibiotics. Subsequent wound checks weeks later showed that the incision was healed. The device remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.